Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the device was used in the kidney. A tba-6 adaptor was attached to the ureteroscope and the single-use holmium laser fiber was advanced through it. When the fiber got towards the tip of the scope it began to feel tight/ stuck. The surgeon attempted placement of the fiber a couple of times, but couldn't get it to go through the tip of the scope. The fiber was removed, but it was noted to have snapped with the snap occuring at the proximal end near the tba-6 adaptor and the 2-way tap adaptor that is part of the scope. The snapped portion of the fiber remained inside the scope and was removed by backloading a wireguide through the tip of the scope which pushed out the snapped portion of the fiber. A new fiber was opened and advanced through the scope with the scope outside of the patient . The fiber appeared to get stuck at the distal tip of the scope again. The aiming beam was visible through the side of the scope near the tip. With some maneuvering, it was possible to advance the fiber and complete the case. In both instances of advancing the fiber, the scope was straight as checked on x-ray. The product problem did not result in any reported serious injuries to the patient.